Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Patient reported being diagnosed with "cancer," specifying "brain cancer." No indication of treatment or surgical reoperation. This record is for the right side. Healthcare professional reported a deflation. Device remains implanted.